Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer's blood glucose level was 457 mg/dl. Customer was disoriented and delusional. Customer did not know where she was. Customer's husband was able to assist her and take her to the hospital. Customer's husband was unsure why the pump was not working since it was a new pump that was received not too long ago. Customer changed out the sites but is not sure what is going on. Customer was advised that it is often a site/set issue that causes no delivery alarms. Customer was admitted to the emergency room on (B)(6) 2015 with a blood glucose level of 457 mg/dl. Customer had been receiving no delivery alarms and changed everything. Customer started to feel nausea while driving. Customer was treated with insulin IV. Customer was not able to troubleshoot because they do not have a set or reservoir. Customer called back and stated that she has not had any alarms so far. No further assistance needed.